Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 4fr sheath hole prior to an interventional right common iliac aneurysm repair procedure. Reportedly, the device was entrapped in the vessel and the guide was purposefully cut to remove the device. The separated portion of the guide was simply removed from the anatomy. The suture of a new perclose device was successfully pre-placed. The sheath was upsized to a 10fr sheath and the interventional right common iliac aneurysm repair procedure was completed. Hemostasis was achieved with the pre-placed perclose suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It was reported the prostyle device was used in with a 4f sheath. It should be noted that the prostyle instructions for use (IFU) states: ¿for access sites in the common femoral artery using 5f to 21f sheaths.¿ the IFU violation likely did not contribute to the difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined it appears the guide broke during insertion or deployment and required physician intervention to remove from the anatomy. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6 medical device problem code: 1494 - indication for use.